Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the sensor session stopped and requested to start a new sensor session. The sensor was inserted in to the upper buttocks on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. A review of the data log confirmed the reported event. A root cause could not be determined.